Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 174578: (B)(4) items manufactured and released on 18 october 2017. Expiration date: 2022-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery when cementing the tibial component, the tibia fractured. The surgeon had to remove the tibial tray and femoral component to stabilize the fracture. The surgeon used a secondary set of implants for final implantation. The surgery was completed successfully.